Event description:
Patient was admitted for esophageal obstruction and endoscopy. He was then diagnosed with esophageal cancer and started on chemotherapy and radiation. A groshong subclavian cathter was placed on 5/7/94 for IV fluid infusions. On 5/9, a dinamap blood pressure monitor was used on the left arm. The patient didn't complain of pain, however, his left arm was swollen and blue and his pulse was weak by 5/10. Patient was diagnosed with a deep venous thrombosis. Surgical consent recommended against surgery. The patient expired on 5/21/94.